Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite. A good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Article title: prospective comparative study of pulsed-electron avalanche knife (peak) and bipolar radiofrequency ablation (coblation) pediatric tonsillectomy and adenoidectomy a total of 100 consecutive children aged 3 to 12 years were enrolled in the study. Fifty subjects underwent adenotonsillectomy using the pulsed-electron avalanche knife (peak device). Adverse events: 2 out of the 50 participants (4%) underwent hospitalization due to secondary hemorrhage, of which 1 required surgical intervention. Approx 9 additional participants reported minor bleeding episodes at home. No interventions were reported. This record represents patient 1 of 9 that reported minor bleeding episodes at home.

Manufacturer narrative:
Product event: (B)(4).

Event description:
Article title: prospective comparative study of pulsed-electron avalanche knife (peak) and bipolar radiofrequency ablation (coblation) pediatric tonsillectomy and adenoidectomy a total of (B)(6) consecutive children aged 3 to 12 years were enrolled in the study. (B)(6) subjects underwent adenotonsillectomy using the pulsed-electron avalanche knife (peak device). Adverse events: (B)(6) out of the (B)(6) participants ((B)(4)%) underwent hospitalization due to secondary hemorrhage, of which (B)(6) required surgical intervention. (B)(6) additional participants reported minor bleeding episodes at home. No interventions were reported. This record represents patient (B)(6) of (B)(6) that reported minor bleeding episodes at home. Http://dx.doi.org/10.1016/j.amjoto.2016 patient code updated to reflect correct code, original code was submitted in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.